Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found two leaks inside the instrument. Per a conversation with the fse on (B)(4) 2013, the fse found a hole in the tubing through pinch valve pv48. The pinch valve pv48 controls the line for diluent and clenz to the red blood cell (rbc) diluent dispenser pump, pm11. The fse replaced the tubing and the leak was fixed. The fse also found a leak at manifold mf11. The manifold mf11 distributes pressurized diluent in the main diluter module. The fse noticed that the two lines in the mf11 were loose at the fitting. The fse reattached the tubing and the leak was fixed. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of one leak was a hole in the tubing through pinch valve pv48. The cause of the other leak was that the tubing at manifold mf11 was loose. (B)(4).

Event description:
A customer contacted beckman coulter, (bec) and reported a leak inside the coulter lh 500 hematology analyzer. The customer initially reported that the instrument was failing hemoglobin (hgb) backgrounds on startup. Per a conversation with the customer on (B)(6) 2013, the customer stated that the hgb backgrounds were passing but the instrument continued to leak. The volume of the leak was not specified by the customer, and was contained within the instrument. The material safety data sheet (msds) was not reviewed. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a lab coat at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. There was no death, injury or change to patient treatment in connection to this event.